Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced palpitations and discomfort in the chest. It was further reported that the implantable pulse generator (ipg) exhibited a pacing pause/ ventricular pacing failure at night. Reprogramming occurred. The ipg remains in use. No further patient complications have been reported as a result of this event.